Manufacturer narrative:
H10: internal complaint reference: (B)(4). The real intelligence cori, rob10024, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed during the functional evaluation. The tibia mapped correctly. No errors presented. The real intelligence cori log files were provided for evaluation. An assessment of log files confirmed the reported problem. Screenshots confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. This error has been corrected in the release of cori-v1.4.3 software. A historical escalation event review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. No further action is required at this time. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software. In addition, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during cori-assisted tka surgery, the real intelligence cori displayed a tibial bone model generation error message when the tibial bone removal was going to take place. Three-five points were cleared six times and the model was able to be generated. No significant delays (fewer than 30 minutes) or patient injuries were reported.